Manufacturer narrative:
(B)(4). The product was returned for evaluation. A review of the complaint history, device history record, IFU and quality control of the reported device was conducted. No events related to the reported issue were found during a review of related manufacturing or quality records. Review of the associated device history record did not identify non-conformances that may be related to this reported incident. Also, the IFU states that the dilator should be inserted prior to removal of the sheath. It was reported that the dilator had only been inserted once resistance was encountered. It is possible that not inserting the dilator before attempting to remove the sheath could have contributed to this occurrence as well. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event.

Event description:
It was reported that during an arteriogram using a flexor high-flex ansel guiding sheath, the user was coming back through a calcified bifurcation and felt resistance without the dilator. The dilator was put in place as the user continued to remove the device and the sheath fractured off into the patient. A cut down procedure was required to remove the remaining portion of the device from the patient. There were no adverse effects reported that the patient experienced as a result of this event.